Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03435 for the other associated device info. It was reported to boston scientific corp that two radial jaw 4 single use biopsy forceps large capacity devices were used during a colonoscopy procedure performed on (B) (6)2009 (B) (6). According to the complainant, during the procedure while advancing the forceps down the working channel of the scope, the physician noticed that the jaws of the device were loose. A second forceps was used, however, the same issue was identified. The physician did not attempt to retrieve sample specimens with either device. The procedure was completed with a third radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).